Manufacturer narrative:
UDI's: (B)(4). A review of the manufacturing records for the devices verified that the lots mat all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include, but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aortic aneurysm with two conformable gore tag® thoracic endoprostheses, tgu313110j/15180154 (distal) and tgu404015j/15773263 (proximal). Other manufacture¿s metal stent was implanted into the left subclavian artery to maintain its blood flow. Intraoperative angiography and postoperative computed tomography scan showed no evidence of endoleak. On unknown date in 2017, a 6-month follow-up computed tomography scan identified an unknown endoleak with aneurysm enlargement (amount unknown). On (B)(6) 2018, the patient underwent re-intervention to treat the unknown endoleak. The physician suspected a proximal type I endoleak and implanted an additional tgu404015j proximal to the previously implanted tgu404015j. There was also a possibility of a type iii endoleak (component/fabric) and an additional tgu343410j was implanted to reline the previously implanted endoprostheses. Other manufacture¿s vascular plug was implanted into the previously implanted bare metal stent. The unknown endoleak was remained but it was reportedly difficult to perform further treatment and the physician finished the procedure. The patient tolerated the procedure and will be monitored. The physician stated that proximal landing length was enough and the cause of endoleak is unknown.